Event description:
The customer requested a device log review to identify pca programming; the patient had reported to the clinical staff that he had gone all night without pain relief and complained that it was because the device was not programmed correctly. Minimal details of expected programming are available; all that is known is the time period and that the patient was supposed to be getting morphine pca. The event occurred between 6:00 pm on (B)(6) 2014 through 7:00 am on (B)(6) 2014. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's report that the patient complained of going all night without pain relief due to incorrect programming could not be verified with the exception that hydromorphone was found to have been programmed instead of the reported morphine, the intended programming parameters were not provided. No allegation of a device failure was made by the customer. Prior to 6:14 pm on (B)(6) 2014, the pca module was programmed to infuse a pca dose and continuous infusion of hydromorphone palliative care only 60 mg/30 ml through guardrails. The concentration was 2 mg/ml. The pca dose, lockout interval, continuous dose and max limit were previously entered and were not shown on the portion of the log returned for investigation, however, the log shows the continuous dose was to infuse at 0.5 ml/hr and the pca dose was to infuse 0 .15 ml at 150 ml/hr. The pca infusion ran at those parameters until 7:40 pm on (B)(6) 2014. When the user programmed a pca dose and continuous infusion of hydromorphone high dose 30 mg/30 ml through guardrails. At 9:15 pm, the user programmed another pca infusion with the same parameters as above. At 7:20 am on (B)(6) 2014, the user programmed a pca dose and continuous infusion with the same medication that was programmed prior to 6:14 pm ((B)(6) 2014), hydromorphone palliative care only 60 mg/30 ml. The event log does not show any pca dose requests that were not delivered.